Event description:
New information noted that in 2009, noise was observed on the lead. Fluoroscopic imaging performed in 2010 had revealed a lead fracture due to clavicular crush.

Event description:
It was reported that the atrial lead had been disabled years prior due to low impedance. During a device changeout procedure, the lead was explanted. The patient received a single chamber pacing system with no atrial lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.